Manufacturer narrative:
Evaluation summary: a customer reported that the patient developed endophthalmitis after surgery. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Customer said that this problem might occur with glaucoma filtration surgery due to the conjunctiva leakage (seidel) and the device did not cause the problem directly. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported endophthalmitis following a glaucoma filtration device implant procedure. The doctor indicated that the endophthalmitis could be a result of the conjunctival leakage, (seidel) or due to the fact that the patient did not promptly seek medical attention upon onset of symptoms. Vitreous surgery was performed; however , no confirmation has been received confirming removal of the device. The sample is not available.